Event description:
It was reported that this recently implanted pacemaker system exhibited undersensing on the right ventricular (rv) channel. As a result, ventricular pacing was provided when not required. Further testing and programming options were recommended. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.